Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. H4: device manufacture date: unknown due to unknown lot number. An inspection of the actual device confirmed that the check valve referenced in the event description is located on the purge line, not on the sampling line. [Investigation result]: appearance confirmation of the actual device upon receipt (visual inspection): no anomaly such as damage that would lead to air contamination was found in the connection between the check valve and the tube. Confirmation of the actual check valve function: when attempting to inject saline solution from the outlet side of the actual check valve using a syringe, it was found that the check valve did not function and the liquid flowed back. Confirmation of the actual check valve under x-ray fluoroscope: it was found that the valve (diaphragm) inside the actual check valve was displaced. Since the lot number was unknown, it was not possible to investigate the manufacturing records. As a result of investigating information from the past two years, no similar reports were found with the involved product code. Since the lot number was unknown, it was not possible to investigate the manufacturing date. Based on the investigation results, it was found that liquid flowed back in the actual device. As the cause of this problem, it was thought that the diaphragm inside the check valve was displaced, which prevented the check function from working. Although a 100% inspection of check valves is performed after product assembly, it seems that this case was missed in the inspection. Relevant instructions for use (IFU) reference: "before initiating extracorporeal circulation, be sure to confirm that recirculation line and purge line are closed and sampling line is also closed with arterial side stopcock. Otherwise, opening arterial line will cause the blood to flow back into reservoir through sampling line because of the patient's blood pressure and the head height." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during the surgery, the check valve of the sampling line did not work, and the liquid flowed back. The involved part was not used, and the surgery was successfully finished. There was no medical or surgical intervention required, or patient harm.